Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted:(B)(6) 2018, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 01-feb-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving dilaudid (hydromorphone) (20mg/ml at 2.99mg/day) via an implantable pump. It was reported that the patients pump was exposed from the pocket. It is unknown if there were any environmental/external/patient factors that may have led or contributed to the pump being exposed. The interventions that took place were the pump and pump segment of the catheter were explanted with the spinal segment being tied off. The issue was resolved at the time of this report.